Event description:
It was reported that the pump miscalculated boluses. The customer experienced an elevated blood glucose (bg) level of 549 mg/dl. Customer attempted to address bg with a manual injection. Customer required assistance paramedics were called and administered glucose gel. Tandem technical support determined that the pump functioned as intended and educated caller on bolus calculations with insulin on board.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.